Event description:
Customer reported that reservoirs leaked. Instructed customer on proper way to take plunger off.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.